Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen and on left side") in a female patient who received essure (batch no. 700551). The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("joint pain"), back pain ("lower back pain radiating to groin") and pain in extremity ("pain all down legs"). On an unknown date, the patient experienced abdominal rigidity ("tense abdomen"), dry eye ("dry eyes"), migraine ("migraines"), fatigue ("excessive fatigue"), dyspnoea ("breathlessness"), abdominal distension ("bloated abdomen") and allergy to metals ("allergy tests found a positive result for nickel"). The patient was treated with surgery (she reported laparoscopies, and steps currently underway for essure removal). At the time of the report, the abdominal pain, abdominal rigidity, dry eye, arthralgia, back pain, migraine, fatigue, dyspnoea, pain in extremity, abdominal distension and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal rigidity, dry eye, arthralgia, back pain, migraine, fatigue, dyspnoea, pain in extremity, abdominal distension and allergy to metals to be related to essure. Diagnostic results: on an unspecified date, allergy tests were performed and showed positive result for nickel. Abdominal and back x-rays, colonoscopy: no results provided. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and on left side. She reported laparoscopies (unspecified), and steps currently underway for essure removal. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, consumer underwent a colonoscopy but results were not reported. Considering the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. Although the exact indication for the laparoscopies was not specified, this case was regarded as incident due to the reported surgical intervention and since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot# 700551 - production date: jan-2010 - expiration date: jan-2013. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen and on left side. She reported laparoscopies (unspecified), and steps currently underway for essure removal. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, consumer underwent a colonoscopy but results were not reported. Considering the nature of the reported event, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. Although the exact indication for the laparoscopies was not specified, this case was regarded as incident due to the reported surgical intervention and since device removal is planned. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.